Event description:
It was reported that the device was not showing full power. The product problem happened during the procedure. There was pt contact but no pt injury. Attempts to obtain add'l info has been made. To date, no info has been rec'd.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.